Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, crease/folding of implant, shell separation.

Event description:
Patient reported "prominent radial fold. With peri-implant fluid" on left side. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; red particles on the shell and red biological tissue. No creases were observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: "grossly intact but pathology with extravasated silicone".

Event description:
Additionally reported was "grossly intact but pathology with extravasated silicone". The device has been explanted and replaced.